Event description:
It was reported that in (B)(6) 2019, a 29mm trifecta gt valve was implanted. The patient later presented with symptoms of severe aortic regurgitation. The patient underwent a transcatheter aortic valve implantation on (B)(6) 2022, and a 29mm non-abbott valve was implanted within the trifecta valve. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date has been estimated to (B)(6) 2019.

Manufacturer narrative:
An event of regurgitation was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted as a valve-in-valve procedure was performed and the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - clinical code 4449 was removed and code 4450 was added h6 medical device problem code 1153 was removed and code 2507 was added.

Event description:
It was reported that in(B)(6). 2019, a 29mm trifecta gt valve was implanted. The patient later presented with symptoms of severe aortic regurgitation. The patient underwent a transcatheter aortic valve implantation on 14 april 2022, and a 29mm non-abbott valve was implanted within the trifecta valve via valve-in-valve procedure.